Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a tuohy needle bent whilst I was performing a blood patch on a neurology patient." Additional information received on june 04, 2026, indicated that "the procedure had to be interrupted due to pain and resumed later. No medical intervention was required."